Manufacturer narrative:
Patient information now provided.

Manufacturer narrative:
Patient information was not made available from the site. On 06/24/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 07/14/2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site was using the suretrak tracker on a non-medtronic clamp and driver. The surgeon deemed being accurate at first, however, then deemed they became inaccurate by approximately 2 millimeters. The site re-calibrated the suretrak and accuracy was restored. All other instruments were accurate. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.